Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of cerebrovascular accident (stroke) is a known observed and potential patient effect as listed in the emboshield nav6 instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a fairly straightforward carotid procedure. There were no device issues with the xact stent and no device issues with the emboshield nav6. The emboshield nav6 was distal to the lesion. The xact stent appeared well apposed in the moderately calcified lesion in the left internal/common carotid artery. After the stent was deployed, the patient had a delayed response to commands and right sided weakness. The emboshield nav6 was removed and no clots were visible in the filter. The xact stent was confirmed patent with an angiogram. The stroke team was called and the clinicians treated the patient. The type of stroke is unknown. The patient recovered and was discharged from the hospital on (B)(6) 2015. No additional information was provided.